Event description:
Patient reported unknown side "breasts harder, but doesn't have pain." Healthcare professional reported left side rupture, "large cyst", "left axillary and infraclavicular adenopathy and could be lymp nodes". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture.